Event description:
Uneventful prk ou (B)(6) 2017, (B)(6) 2017 po day 1 wnl ou, (B)(6) 2017 p-op day 5- ecp reports via phone to cd that central, dense haze observed od, os healing normally ucva od 20/150, ph 20/60 od. Ecp increased pred forte to q1hr od, continue pred forte qid os and vigamox qid ou. On (B)(6) 2017 p-op day 6 ecp reports to cd via fax that sign if improve. In haze seen od and pred to q2hrs, all other meds continue as same. On (B)(6) 2017 p-op day 7 fellow saw pt and was concerned about ¿persistent and dense¿ haze od. Cd instructed pt to return to tlc immediately for evaluation. Cd and md evaluated pt at tlc (B)(6) 2017, corneal specialist evaluation (B)(6) 2017 (friday). Ecp follow-up (B)(6) 2017 (sat), cd follow-up (B)(6) 2017 (monday), cd and md evaluated pt removed bcl. Observed loose epithelium and central dense haze, inf in arc pattern within pupil margin. No infection no inflammatory cells seen. Plan: increase pf back to q1hr. Replaced bcl (due to loose epi) continue with vigamox bid od and pred forte qid os. Did not check iops (due to loose epi) iop checked (B)(6) tomorrow with tonopen. Referred pt to (surgeon) for evaluation (B)(6) 2017. Seen (B)(6) 2017 tlc- vasc 20/150 od, 20/20 os haze improving. Continue pred forte-gave taper instructions for the next 4 weeks. Follow up with ecp. Ref MFR #3003288808-2017-00021.